Event description:
It was reported to philips that the system gave an alert that geometry movements were partially available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to additional information collected, a cold restart was attempted but did not resolve the issue, so the procedure was rescheduled for the next day. The philips field service engineer (fse) inspected the system on site and confirmed that no geometry movements were possible. As part of troubleshooting, the fse downloaded the software to restore the board, but issue persist. Review of the log files confirmed that geometry movements were only partially available. The fse replaced geo ipc and returned the defective ipc for analysis. The analysis found a failure of the rtc battery in the geo ipc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The failure of the rtc battery issue can be attributed to the issues resolved in philips correction (2024-igt-bst-024).